Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling multiple cartridges with 150 units of insulin. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level ranged from 154-300 mg/dl. The customer reverted to an alternate method of insulin therapy.